Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (approximately 40 mg/dl) on multiple occasions. System check with tandem technical support indicated that the pump was performing as intended. Customer consumed gatorade and sandwiches to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with health care professional.